Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty, the stent was loose on the stent delivery device. The 90% stenosed lesion was located in the calcified and moderately tortuous left common iliac artery. As the physician removed the protector from the express vascular ld premounted stent system, mile resistance was noted. The physician also noted that the stent was "not mounted on the balloon properly". Another of the same device was used to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "good". This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).